Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) had it's rate sensing portion capped, due to inappropriate shocks, the day after this existing lead was connected to a new medtronic device, and the shocking portion of the lead remains active. A new rate sensing medtronic lead was implanted.